Event description:
Received info stating customer received multiple occlusion alarms during bolus. The customer's blood glucose level was impacted. Reportedly, the cartridge appeared to be cracked.

Manufacturer narrative:
The cartridge is expected to be returned; however, the cartridge has not yet been received. A f/u MDR will be submitted if the product is received.